Manufacturer narrative:
It was later confirmed by the facility's biomedical engineer that he had downloaded and reviewed the electronic records from the device (and the event). Upon review of the electronic records, the biomedical engineer did not observe any evidence of device malfunction. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off unexpectedly during an event involving a patient. No further details about the event were available. The customer advised that the patient did not survive the reported event; however, a nurse advised that the device use did not contribute to the patient's outcome. Physio-control has attempted to contact the customer in order to obtain further details about the patient; however, no response has been received.

Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. The biomedical engineer advised that he had evaluated the device but was unable to duplicate the reported issue. The device has not been returned to physio-control for evaluation. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device powered off unexpectedly during an event involving a patient. No further details about the event were available. The customer advised that the patient did not survive the reported event; however, a nurse advised that the device use did not contribute to the patient's outcome. Physio-control has attempted to contact the customer in order to obtain further details about the patient; however, no response has been received.